Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Legal representative reported removal of implants due to patient's "symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, en bloc capsulectomy, pain, scarring, disfigurement; post-operative complications including rash, infection; emotional injuries including anxiety, depression, panic, insomnia; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earning capacity" against a natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants style fm. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Legal representative reported removal of implants due to patient's "symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, en bloc capsulectomy, pain, scarring, disfigurement; post-operative complications including rash, infection; emotional injuries including anxiety, depression, panic, insomnia; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earning capacity" against a natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants style fm. The events of ¿scarring, disfigurement¿, ¿insomnia¿, ¿loss of wages and wage-earning capacity¿ were determined to be not device-related. Device has been explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number 18597307 was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30011969 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of jun 2020 through may 2022, was noted an outlier in january 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some sterilizers were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Legal representative reported removal of implants due to patient's "symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, en bloc capsulectomy, pain, scarring, disfigurement; post-operative complications including rash, infection; emotional injuries including anxiety, depression, panic, insomnia; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earning capacity" against a natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants style fm. Device has been explanted.